Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed 16 non-sustained tachycardia episodes with ventricle to ventricle intervals less than 220 milliseconds from (B)(6) 2016. The right ventricular pace impedance was steady at approximately 727 ohms through (B)(6) 2016 and rises out of range by (B)(6) 2016. There were 281 ventricular sensing integrity counters from (B)(6) 2016. A lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counters and non-sustained tachycardias.

Event description:
It was reported that the patient was seen after there was an alert for an impedance issue on the right ventricular lead. The lead also had a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.